Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('device breakage'), leukaemia ('leukemia'), neoplasm malignant ('cancer'), rheumatoid arthritis ('rheumatoid arthritis'), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ('stillbirth/miscarriage'), pulmonary arterial hypertension ('pulmonary arterial hypertension') and death ('death nos') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraine/migraine/headaches"), fatigue ("fatigue") and anaemia ("anemia"). In (B)(6) 2012, the patient experienced rash ("rash/skin condition") and nausea ("nausea"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss") and experienced alopecia ("hair loss"). In (B)(6) 2013, the patient was found to have leukaemia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced pulmonary arterial hypertension (seriousness criterion medically significant) and, 6 months later, she died. On an unknown dates, the patient experienced device breakage (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device ("pregnancy"), experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / chronic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), urinary tract infection ("uti"), headache ("headaches"), visual impairment ("vision problems"), hyperaesthesia teeth ("dental problems: extremely sensitive"), neoplasm malignant (seriousness criterion medically significant) and neoplasm ("tumors nos"). By the time of death, the device breakage, leukaemia, neoplasm malignant, rheumatoid arthritis, dysmenorrhoea, blood disorder, cardiac disorder, rash, urinary tract infection, migraine, headache, nausea, fatigue, weight increased, weight decreased, alopecia, visual impairment and neoplasm had not resolved and the pregnancy with contraceptive device, abortion spontaneous, hyperaesthesia teeth, pulmonary arterial hypertension and anaemia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for death with essure. The reporter considered abortion spontaneous, alopecia, anaemia, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, fatigue, headache, hyperaesthesia teeth, leukaemia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, pulmonary arterial hypertension, rash, rheumatoid arthritis, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),chronic, blood/heart disorder, leukemia, rheumatoid arthritis, uti, migraine, headaches, nausea, fatigue, tumors, weight gain, weight loss, hair loss, cancer, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: fu 3 & 4 were processed together. Pfs received- new events dental problems: extremely sensitive, pulmonary arterial hypertension and anemia were added. Date of death was added. Event onset date was added. Medical history and lab data were added. Patient's height and weight were added. Reporter's information was added. On 6-jan-2020: fu 3 & 4 were processed together. Pfs received- reporter's information was added. This case report refers to 24-year-old female plaintiff who had essure (fallopian tube occlusion inserts) inserted and died. It was also reported that leukemia and rheumatoid arthritis were diagnosed approximately 20 months after essure insertion and, almost 4 years and 4 month later, pulmonary arterial hypertension was also diagnosed. Rheumatoid arthritis may be associated with an increased risk of hematological malignancy and a few cases of rheumatoid arthritis have been documented associated with chronic myeloid leukemia in the literature. In addition, it is known that pulmonary hypertension occurs in patients with myeloproliferative diseases, including in those with acute leukemia. This case report has limited information and details of patient¿s family and personal medical history, concurrent conditions and medications are missing. Despite this lack of information and based on essure mechanism of action and the etiologies and correlations between rheumatoid arthritis, leukemias and pulmonary hypertension, company assesses these three events as unrelated to essure treatment, citing them as correlated intercurrent diseases. Patient died 6 months after the diagnosis of pulmonary hypertension. Autopsy results and cause of death were not reported. Despite this lack of essential information and citing the intercurrent conditions of leukemia and pulmonary arterial hypertension, which are progressive diseases with high rates of death as most plausible alternative explanations, company assesses the event death as unrelated to essure use. The serious injury device breakage and other non-serious injuries pregnancy with contraceptive device and abortion spontaneous were reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of death ('death nos'), device breakage ('device breakage'), leukaemia ('leukemia'), neoplasm malignant ('cancer'), rheumatoid arthritis ('rheumatoid arthritis'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping) / chronic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/skin condition"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems"), was found to have leukaemia (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and neoplasm ("tumors nos") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Death occurred on an unknown date. By the time of death, the device breakage, leukaemia, neoplasm malignant, rheumatoid arthritis, dysmenorrhoea, blood disorder, cardiac disorder, rash, urinary tract infection, migraine, headache, nausea, fatigue, weight increased, weight decreased, alopecia, visual impairment and neoplasm had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for death with essure. The reporter considered abortion spontaneous, alopecia, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, fatigue, headache, leukaemia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, rash, rheumatoid arthritis, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping),chronic, blood/heart disorder, leukemia, rheumatoid arthritis, uti, migraine, headaches, nausea, fatigue, tumors, weight gain, weight loss, hair loss, cancer, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. This case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced leukemia, cancer, rheumatoid arthritis, got pregnant which resulted in stillbirth/miscarriage and it was reported the occurrence of device breakage. In addition, the plaintiff died. The events pregnancy, miscarriage and device breakage are listed in the reference safety information for essure. The other events are unlisted. Unintended pregnancies may occur during any contraceptive use. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. In the present case, no information was provided regarding the time interval between essure insertion and the pregnancy or whether the consumer had a confirmation test or not. However, a contraceptive failure cannot be excluded (related). With regards to the miscarriage, considering that the gestational age was not provided and that vast majority of spontaneous abortions occurs in the first trimester, a causal relationship with essure can be excluded (unrelated). With regards to the other events, neither the exact type and location of cancer nor the exact cause of death were provided. Considering the limited information provided and the physiopathology of the events leucemia and rheumatoid arthritis, a causal relationship between these events and essure can be excluded (unrelated). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of death ('death nos'), device breakage ('device breakage'), leukaemia ('leukemia'), neoplasm malignant ('cancer'), rheumatoid arthritis ('rheumatoid arthritis'), pregnancy with contraceptive device ('pregnancy') and abortion spontaneous ('stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) / chronic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/skin condition"), urinary tract infection ("uti"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and visual impairment ("vision problems"), was found to have leukaemia (seriousness criterion medically significant), neoplasm malignant (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss") and neoplasm ("tumors nos") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Death occurred on an unknown date. By the time of death, the device breakage, leukaemia, neoplasm malignant, rheumatoid arthritis, dysmenorrhoea, blood disorder, cardiac disorder, rash, urinary tract infection, migraine, headache, nausea, fatigue, weight increased, weight decreased, alopecia, visual impairment and neoplasm had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for death with essure. The reporter considered abortion spontaneous, alopecia, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, fatigue, headache, leukaemia, migraine, nausea, neoplasm, neoplasm malignant, pregnancy with contraceptive device, rash, rheumatoid arthritis, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), chronic, blood/heart disorder, leukemia, rheumatoid arthritis, uti, migraine, headaches, nausea, fatigue, tumors, weight gain, weight loss, hair loss, cancer, vision probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received: event injury was replaced with new events- dysmenorrhea (cramping), chronic, blood/heart disorder, rash/skin condition, breakage, leukemia, rheumatoid arthritis, pregnancy, stillbirth/miscarriage, uti, migraine, headaches, nausea, fatigue, tumors, weight gain, weight loss, hair loss, cancer and vision probs. Patient date of birth, lab data and treatment details added. Internal correction done: patient initial corrected, event death nos was added. Reporter was corrected to other from consumer. This case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced leukemia, cancer, rheumatoid arthritis, got pregnant which resulted in stillbirth/miscarriage and it was reported the occurrence of device breakage. In addition, the plaintiff died. The events pregnancy, miscarriage and device breakage are listed in the reference safety information for essure. The other events are unlisted. Unintended pregnancies may occur during any contraceptive use. Spontaneous abortion (miscarriage) is the most common complication of early pregnancy; its risk factors include maternal age, previous spontaneous abortion, smoking, low folate level, uterine abnormalities, fetal chromosomal abnormalities, maternal chronic disease and maternal infections. In the present case, no information was provided regarding the time interval between essure insertion and the pregnancy or whether the consumer had a confirmation test or not. However, a contraceptive failure cannot be excluded (related). With regards to the miscarriage, considering that the gestational age was provided and that vast majority of spontaneous abortions occurs in the first trimester, a causal relationship with essure can be excluded (unrelated). With regards to the other events, neither the exact type and location of cancer nor the exact cause of death were provided. Considering the limited information provided and the physiopathology of the events leucemia and rheumatoid arthritis, a causal relationship between these events and essure can be excluded (unrelated). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.